Event description:
The patient was undergoing a coil embolization in the aortic graft using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). During the procedure, the physician was able to advance a pod pc out of introducer sheath; however, the pod pc would not enter into the hub of the lantern. Subsequently, the pusher assembly of a pod pc kinked. Therefore, the pod pc was removed. The procedure was completed using a new pod pc and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: 1. Section b. Box 3. Date of event : 09/09/2021. 2. Section b. Box 5. Describe event or problem. Additional clarification received on 14-mar-2022 indicated that this complaint was already reported under MFR 3005168196-2021-02160. Therefore, please refer to MFR report number 3005168196-2021-02160 and its associated follow-up. H3 other text : placeholder.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization in the aorta using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). During the procedure, the pusher assembly of a pod pc kinked while being advancing through the introducer sheath and into the lantern. Therefore, the pod pc was removed. The procedure was completed using a ruby coil and the same lantern. There was no report of an adverse effect to the patient.